Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to glucose meter values on (B)(6) 2014. At the time of the call with dexcom technical support, patient's parent did not report any medical intervention or injuries.